Event description:
Allegedly, the patient presented with a clunking/squeaking noise; upon revision considerable corrosion was observed on the neck component.

Manufacturer narrative:
This is the same event as 3010536692-2015-00720, -00721. This report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.